Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed the reported damage to the external portion of the patient¿s driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14nov2014. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's old rescue tape placement was reported under MFR # 2916596-2020-02756.

Event description:
It was reported that the patient experienced low voltage alarms only when bending over. The patient had damage to their driveline. Rescue tape was removed because the patient put black electrical tape on top of the original rescue tape. New rescue tape was added. A log file analysis captured long odd strings of low voltage advisory events throughout the file which occurred only on battery power.